Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a clearlink system non dehp solution set. An unspecified infusion pump was set to deliver smof at 1907ml/hr for 12 hours; however, after the 12-hour infusion was complete, it was discovered that the bag of smof remained full. The pump was found to be in working order by clinical engineering. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g4 date. Baxter was aware of the event on (B)(6) 2020. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.